Event description:
Information was received that reported a patient had been hospitalized on 02/12/06 due to diabetic ketoacidosis. It was reported that the pump shut down and that this led to the dka. It was initially thought the battery was dead, but a fresh battery reportedly failed to activate the device. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.